Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-143 lot 0940064. All released parts were within specification. The company's surgery report form indicates there was wear on the sliding core mobile bearing.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to pain associated with implant wear.